Event description:
Note: this report pertains to the second of three devices used during the same procedure. Refer to associated manufactrurer report #3005099803-2008-00048 for the event details.

Manufacturer narrative:
The lot number was not provided by the user facility; therefore, the manufacture date is unk. The complainant indicated that the device will not be returned for evaluation. A device analysis cannot be performed; therefore, the relationship between the device and reported event is undetermined.